Event description:
Same case as: 2134265-2015-05040. It was reported that a rotawire fracture occurred. A 1.50mm rotalink¿ plus and rotawire were selected to treat the target lesion. During platforming outside the patient's body, while the burr was spinning on the wire, it was noted that the rotawire was broken. The procedure was completed with another of the same rotalink plus and rotawire. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).